Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
The customer reported via phone call that the insulin pump alarmed after an unexpected restart. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer reported that they had the insulin pump for one to two weeks and that they had changed the battery before the insulin pump alarmed for the unexpected restart. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.